Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The caller reported that the patient has been having difficulties charging their ins for "about a week or two." The caller explained that the patient intermittently gets poor coupling which results in longer ins charging sessions and the ins never gets charged to 100%. During the call, agent had the patient start an ins charging session. The caller reported that the ins is "one-third" charged, but all of the coupling boxes were empty. Agent had the caller rotate the dial on the recharger antenna, but coupling did not improve. Agent had the caller try antenna locate (al) and it improved coupling to 6 boxes, but moments later the coupling boxes were empty again. The caller confirmed that the patient was not moving the recharger antenna. The patient stated that they have no concerns about the ins pocket site. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the recharger antenna. The patient was redirected to their healthcare provider if the issue persists with the new recharger antenna. The caller called back and said they received the new recharger antenna but are still having recharger issues. They said they sometimes get 2, 4, or 0 coupling boxes and it is not consistent. They were advised to see their physician.

Manufacturer narrative:
Continuation of d10: product ID: 37791, serial# unknown, product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.